Event description:
Customer reported abo discrepancies on the galileo. A positive donor samples are resulting as ab positive with 4+ reactions.

Manufacturer narrative:
A service call was made. Reagent carryover suspected. Changed reagent probe and carried out qc tests. Reagent qc successful.